Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer's blood glucose (bg) level was as low as 46 mg/dl and as high as 400 mg/dl. The customer stated to address the low bg, carbohydrates was consumed and after approximately 4 hours the customer's bg level recovered.